Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, de novo lesion in the mid right coronary artery. Pre-dilatation was performed with a 2.0x12 mm mini trek balloon dilatation catheter. The 3.5x28 mm xience prime stent was implanted. The stent was post-dilated with a 3.5x12 mm nc trek balloon catheter. After post-dilatation, a distal edge dissection was noted. A 3.5x15 mm xience prime stent was used to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.